Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable and wall adapter, and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer had already tried keeping pump connected to working outlet for extended time without success, and technical support advised customer to call back when able to try different charging cable or wall adapter so further troubleshooting could continue; no additional information was received regarding the outcome of the event.